Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7172367, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had moved down. X-ray imaging confirmed the device migration. The patient underwent a scs lead repositioning procedure and was doing well postoperatively. The devices remained implanted and in service.